Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - manufacturing location: (B)(4). Manufacturing date: 05 september 2014. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-surgery equipment inspection by the surgeon, there was a bend in the 11.0mm/8.0mm protection sleeve 188mm. It was unknown when the sleeve became bent however the device was still utilized in surgery. During the surgery the bent 11.0mm/8.0mm protection sleeve 188mm became locked with an 8.0mm/4.2mm drill sleeve 200mm. The surgery was completed successfully without any reported delays or ill-affects suffered by the patient. There is no additional information at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ the complaint condition for the 03.025.040 (lot: 9096896) 11.0mm/8.0mm protection sleeve was likely caused by rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. The 03.025.040 11.0mm/8.0mm protection sleeve is routinely used in the angular stable locking system. The 03.025.040 protection sleeve was returned and reported to have become locked together with the drill sleeve. This condition is confirmed; the distal lip of the protection sleeve has become flattened and begun to occlude the opening of the sleeve. This prevents the mating drill sleeve from passing through the opening, causing the devices to lock together. It is likely that rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 9/2014 and is over one year old. The balance of the returned device is in otherwise fairly good condition with only some mild wear at the proximal end. The device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.